Event description:
Hospital advised that this unit was set up to infuse norepinephrine during the night, then the pumping module was shut off for several hours. An infusion using the same administration set and with same bag of norepinephrine, was restarted at 11:00 p.m. On this same module. Pump alarmed and displayed channel error approximately 20 minutes later. Tubing being used was model 2220-0500, lot # 203110. The error in history log was 222.4030 which is indicative of a motor stall. This occured in the surgical intensive care unit. There was no patient consequence.